Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 490mg/dl. The customer had symptoms such as abdominal pain and difficulty breathing and treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 140 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal and the pump passed the self test. Customer was unable to troubleshoot further and will monitor the pump and will call back if needed.